Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B(4).

Event description:
It was reported that chemotherapy medication leaked from the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "12/21 chemotherapy leaked from behind the syringe, and the syringe could not be taken out."

Event description:
It was reported that chemotherapy medication leaked from the bd plastipak¿ concentric luer lock syringe during use. The following information was provided by the initial reporter, translated from chinese to english: "(B)(6) 2021 chemotherapy leaked from behind the syringe, and the syringe could not be taken out."

Manufacturer narrative:
H6: investigation summary: three photos were provided to our quality team for investigation. Through visual inspection of the sample, a leakage past the stopper ribs was observed. There was visible damage or defects identified in the photos that could have caused the leak and the stopper appears to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2004297, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2004297 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.